Manufacturer narrative:
This device has been reported to have been stolen. The physical location of this device and the status are unknown. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Olympus received information that this evis exera ii colonovideoscope was recalled with a report of possible microbial contamination and may have been used in a veterinary facility. The event was posted on the california department of public health website to publicize. The reporter wanted to ask more about the recall as they believed it was odd that it was for one single device. The recall reason for this single device was: utilized in a veterinary endoscopy procedure in advance of being assigned to a medical facility as a service loaner in error, potential for microbial contamination. There were no reports of patient or user harm associated with this event. This report is submitted due to possible device cross-contamination.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the failure. No additional details were able to be obtained regarding this event. The instructions for use (IFU) addresses this failure IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.